Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An area technical operations manager (atom) from a user facility reported the battery pack on the critline during treatment started a fire. The patient was completing hemodialysis treatment with one hour remaining in treatment. There was no harm reported. A registered nurse (rn) returned to patient room to discover smoke and pulled the power cord. The floor rn entered the room with a fire extinguisher and contained the fire. The patient¿s blood was returned to the patient due to low blood pressure and the dialysis treatment was terminated. A biomedical engineer unplugged the machine with the power cord still attached, and the machine was removed from service and isolated. No visible damage was noted to the outlet used at the time of the event. The power supply was removed for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date.

Event description:
An area technical operations manager ((B)(4)) from a user facility reported the battery pack on the critline during treatment started a fire. The patient was completing hemodialysis treatment with one hour remaining in treatment. There was no harm reported. A registered nurse (rn) returned to patient room to discover smoke and pulled the power cord. The floor rn entered the room with a fire extinguisher and contained the fire. The patient¿s blood was returned to the patient due to low blood pressure and the dialysis treatment was terminated. A biomedical engineer unplugged the machine with the power cord still attached, and the machine was removed from service and isolated. No visible damage was noted to the outlet used at the time of the event. The power supply was removed for evaluation.